Event description:
It was reported that the patient experienced intermittent jolts and did not feel the stimulation from their implantable neurostimulator (ins). It was also reported that the patient experienced stimulation in the wrong location and loss of therapeutic effect. Impedance measurements showed values of >10,000 ohms on all electrodes. The patient was instructed to turn the ins off per their physician. The patient was going to get a second opinion as to whether or not ins system will stay implanted, re-trialing with a new ins system, or explant of the device system. The patient status was reported as no adverse event and no injury. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 3778-60 lot# serial# (B)(4), implanted: 2010 (B)(6), product type lead product ID: 37743 lot# serial# (B)(4), product type programmer, patient product ID: 37752 lot# serial# (B)(4), product type recharger. (B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).